Event description:
While removing paclitaxel bag from yellow chemotherapy transport bag, rn said "tubing felt loose." Nurse's inspection revealed that adapter spike bag smartsite (alaris (B)(4) had broken in half where clear plastic portion met the white plastic portion above the smartsite injection port. Fluid containing paclitaxel was obtained within yellow chemotherapy transport bag; no harm to rn (who was gowned and double gloved) or pt.